Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included depression, anxiety, asthma, rhinoplasty, ovarian cyst, urge incontinence, incontinence, bacterial vaginosis and obesity. Endocervical, chlamydia/gc dna qualitative (endocervical, chlamydia/gc dna qualitative) endocervical, chlamydia dna probe- negative. Endocervical, gonorrhea dna probe ¿ negative. Previously administered products included for contraception: oral contraceptive nos from 1994 to 2003, oral contraceptive nos from 1994 to 2003, iud in 2003 and depo provera from 2001 to 2002. Past adverse reactions to the above products included menstruation irregular with oral contraceptive nos; patient-device incompatibility with iud; and weight increased with depo provera and oral contraceptive nos. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), sex is too painful"), dyspareunia ("dyspareunia (painful sexual intercourse), sex is too painful"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), vaginal discharge ("vaginal discharge,"), uterine pain ("uterus pain,"), pain in extremity ("legs/arm pain,") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, dysmenorrhoea, nausea, vaginal discharge, weight increased, uterine pain, pain in extremity and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and canalized in a similar fashion with 3 right coils noted to be trailing in the uterus discrepancy noted for essure insertion date- (B)(6) 2008. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident, severity of previously reported events- pains in legs, abdominal pain, uterine pain was added, essure removal date was added, consumer weight was added, medical history was added, updated entry under reporter causality comment field. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.